Event description:
It was reported that the screwdriver was broken during surgery. No pt complications were reported.

Manufacturer narrative:
Device has been returned to the MFR, therefore, product evaluation is possible. A visual microscopic and macroscopic examination by a product engineer revealed that the retaining pin was sheared flush in the bore.